Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the valve was over the inflation balloon, (valve has bent struts), tear on distal tape of inflation balloon, gouges on flex tip, sheath liner delaminated approximately 1¿ from distal tip, marker band fully attached to liner, and sheath distal tip is split. Imaging was provided and reviewed. The following was noted: cine showed valve is against the flex tip and near the c-marker of the sheath, the c-marker does not appear coaxial with the sheath shaft, cine revealed the patient anatomy has some tortuosity, and a second cine revealed that tortuosity is present. A picture of the devices after use revealed that the valve is seen over the inflation balloon and is not within the sheath and the sheath is partially delaminated. Functional testing was performed and when the balloon was inflated, fluid was observed leaking from the tear at the distal taper of the inflation balloon. Dimensional testing was not performed due to the location of the tear. The complaint for ¿balloon leakage¿ was confirmed visually. During manufacturing the crimp balloon is 100% inspected per procedure, for the following: distal and proximal inner diameter, wall thickness, foreign matter, impurities, contamination, fish eyes, and gel spots. During balloon manufacturing, the inflation balloon is dimensionally inspected per procedure, for the following: wall thickness, balloon leg inner and outer diameter and visual defects. Balloon inspections are also 100% completed during balloon pleat, fold, and forming process per procedure, for distorted/pinched folds. During manufacturing, the commander delivery system is 100% inspected by manufacturing and quality per procedure, for the following: defects, cosmetic appearance under minimum 2.85x magnification and for mechanical damage (e.g. Kinks, breaks). Assembled device dimensional inspections include, distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; and distal end of nose tip to distal end of balloon shaft. The delivery system are 100% leak tested per procedure. In addition, balloon burst testing and retrieval force testing was performed on the finished work order under a sampling basis during product verification testing per procedure. All samples tested met statistical acceptance criteria. The inspections described above support that it is unlikely a manufacturing non-conformance contributed to the reported event. The device history record (DHR) was reviewed and did not reveal any issues that could have contributed to the event. Review of history for lot number revealed no other complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ and ¿balloon ¿ leakage¿. A review of the complaint history from january 2018 to december 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ and ¿balloon ¿ leakage¿ were confirmed based upon visual inspection of the returned devices. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. As de-airing was able to be performed during device preparation without any issues reported, damage to the balloon likely occurred during the procedure. A review of complaint history suggests that the following patient and/or procedural factors can possibly contribute to the reported events: excessive manipulation of the device during the delivery system insertion/advancement or valve alignment as a result of vessel tortuosity may result in damage to the balloon or balloon catheter bonds and calcification in the patient anatomy can also cause damages to the inflation balloon and/or crimp balloon per report, ¿during insertion of the 26mm commander delivery system, through the 14fr esheath there was a lot of resistance and all the pressure pushing the delivery system through caused the sheath (wasn't sewn in) to slip down in the abdominal aorta (ao) exposing a tight bend the system was getting caught at a bend in the abdominal ao when trying to advance.¿ the patient was also noted to have very tortuous iliacs and abdominal ao, some of which can be seen in the provided cines. The abdominal ao was also noted to have circumferential calcium and no pre-dilation was performed. As a result, the balloon tear likely occurred due to patient (tortuosity/calcification) and/or procedural (excessive manipulation) factors. The delivery system was withdrawn after the valve was aligned over the inflation balloon. The valve has a larger profile over the inflation balloon, which can lead to withdrawal difficulties through the sheath. In addition, the presence of tortuosity can make it more difficult to achieve coaxial alignment of the delivery system with the sheath. Per the case notes, the delivery system was ¿not really¿ coaxially aligned with the distal end of the sheath, which can cause the delivery system and valve to catch on the sheath tip and create withdrawal difficulties. The bent valve strut and torn/delaminated sheath tip indicate that the valve caught on the sheath during retrieval. As a result, available information suggests that patient (tortuosity) and/or procedural (non-coaxial alignment/withdrawal of non-deployed valve) factors may have contributed to the reported withdrawal difficulty. The complaints were confirmed. No manufacturing non-conformances were identified. In this case, delivery system ¿ withdrawal difficulty ¿ valve, through sheath is attributed to patient (tortuosity) and/or procedural (non-coaxial alignment/withdrawal of non-deployed valve) factors. In addition, balloon ¿ leakage is attributed to patient (tortuosity/calcification) and/or procedural (excessive manipulation) factors. No product non-conformances or IFU/training inadequacies were identified and the respective trend categories did not exceed control limits of (B)(6) 2018. Therefore, no corrective or preventive action is required at this time.

Manufacturer narrative:
This report is associated with medwatch report number 2015691-2018-05453. The investigation is ongoing.

Event description:
Upon assessment of returned units involved in a complaint event, a tear in the delivery system balloon was found. The event originally reported that during a transfemoral tavr procedure on a patient with a very tortuous iliac artery and abdominal aorta with circumferential calcium, there was some insertion difficulty with a 14fr esheath. Then during insertion of the 26mm commander delivery system through the 14fr esheath, there was a lot of resistance and the pressure pushing the delivery system through caused the sheath (which was not sewn in) to slip down in the abdominal aorta, exposing a tight bend of the vessel. Once the valve was out of the sheath, the delivery system/valve would not advance into the straight part of the descending aorta because the system got caught at a calcified bend in the abdominal aorta. A decision was made to remove the sheath and delivery system as a unit since the system would not advance and the valve could not be deployed in the aorta because (it was perceived) the balloon was "cut" on calcium and could not be inflated. The physician was unable to pull the valve back into the sheath, so the system was removed together as a unit. The pushing and pulling of the valve back through the iliofemoral system caused a vascular complication and bleeding (did not require >3 units of blood) and a little extravasation was observed on angio of the left common femoral artery (cfa) at the insertion site. A coda balloon was inserted and pressure was held until the bleeding stopped. The procedure was aborted with a plan to attempt an alternative access tavr at a later date. At the time of the report, the patient was stable and fine.